Event description:
Rptr has been a diabetic for 30 yrs. Their health insurance co. Only authorizes payment for this brand of syringes. Rptr believes they are defective. Air is withdrawn into the syringes every time they're used and it is very difficult to get the air bubbles out.